Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu energized and cauterized and all ports recognized instruments. The grounding pad issue was not replicated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was experiencing ground pad issues. The technical service engineer (tse) had the caller test the grounding pad on their arm and it was still red. The customer stated that the grounding pad was working normally and then just stopped. The tse reviewed the error logs and found an error m-02 occurred. The tse had the customer reboot the generator but there was no change. The customer had a force triad generator but was looking for an energy activation cable. There was no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the procedure was completed using a force triad generator. There was no injury to the patient.